Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: underweight, yellow particles on the shell, one opening extended on the posterior and crease fold. A microscopic analysis was performed which identified: one opening sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and rupture.

Event description:
Healthcare professional reported right side exchange due to patient's concern with product and a right side rupture. Device has been explanted.